Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400"displayed error code e433. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of error message e433 was confirmed. Based on the results of the investigation, it is likely that the error message e433 occurred due to defective high voltage printed circuit board. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device

Event description:
The issue occurred during preparation for use prior to a therapeutic laparoscopic operation. The intended procedure was completed using a similar device. There were no reports of harm or delay.